Event description:
It was reported that a user¿s dexcom g7 sensor failed to pair with the ilet after sensor insertion, with on-device notifications indicating ¿replace sensor now,¿ ¿brief sensor issue,¿ and a pairing failure; the user re-entered the pairing code and was advised to allow additional time for pairing before attempting an ilet restart. Symptoms included transient loss of cgm data availability. Outcomes included temporary interruption of automated insulin dosing control reliant on cgm data. Investigation included customer troubleshooting and education focused on allowing adequate pairing time between the ilet and g7 and considering a restart only if pairing did not complete after the advised interval. Investigation of this case revealed a pairing connection failure and transient cgm sensor communication issue affecting system connectivity. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-ilet communication interference during the early pairing window.